Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the suspect ventilator and verified the reported problem. The front panel assembly was replaced to resolve the reported problem.

Event description:
A customer reported to vyaire medical that a vela ventilator display screen was "flickering" on and off. The customer requested an onsite service visit. At this time, it is unknown if there was patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the reported "screen flickering" problem was not duplicated.